Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and severely tortuous left subclavian artery. The 7.0mm x 30mm sterling balloon was advanced for pre-dilatation. During the first inflation, the sterling balloon ruptured at 14atms. The device was removed and the procedure was completed with a 7mm x 20mm sterling balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).